Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The rad-g powers on and off by itself due to shorting inside the on/off power button that is creating an electrical short across the button. This causes the button to be activated even when not physically pressed.

Event description:
The customer reported the device power cycles on its on. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the product has been returned to masimo; however the investigation could not be completed at the time of this report. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device power cycles on it's on. No patient impact or consequences were reported.